Event description:
Customer reported a hospitalization event for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 48 mg/dl. The customer stated she was not in a vehicular accident. The customer also stated she was a brittle diabetic, causing her to have low blood glucose. The customer also reported being in threshold suspend two days prior. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).